Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008 and underwent a computerized tomography (CT) scan of the abdomen, approximately 10 years and 2 months later, with no changes noted in the position of the ivc filter at the time of the scan. However, this same CT scan was reviewed again approximately 10 months later and it revealed that 3 of the ivc filter struts had perforated between 6 millimeters (mm) and 9 mm outside of the ivc wall with 1 strut abutting the anterior wall of the vertebral body. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, shortness of breath (sob), dizziness, discomfort, pain, tired, limited physical activity, depression, anxiety, mental anguish. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. Unknown if the reported shortness of breath (sob), dizziness, discomfort, pain, tired, limited physical activity, depression, anxiety, mental anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 due to motor vehicle accident (mva). Patient is alleging vena cava perforation, embedded, perforation into anterior longitudinal ligament and vertebral body. Patient further alleges "at least 3 struts of the filter have perforated through my ivc and one strut perforates the anterior longitudinal ligament and contacts the vertebral body. I have shortness of breath (sob), dizziness, and discomfort/pain where the filter is on the left hand side of my abdomen." "I get tired and worn out easily when doing anything physical." "I can no longer lift or pull anything." Depression, anxiety, and mental anguish.